Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a requested subcutaneous implantable cardioverter defibrillator (s-ICD) data analysis for an unrelated issue (device tones due to magnet applications), boston scientific engineering noted the battery consumption had been increasing at an unexpected rate. Device replacement was recommended. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.